Manufacturer narrative:
Device evaluation: the returned 1mtec30 cartridge was received in a zcb00 lens folding carton. A visual evaluation using microscope magnification was performed. The cartridge was observed with a crack at the cartridge tip zone, with a broken wing and with viscoelastic residues in the cartridge tube/ tip transition zone. The damage on the cartridge could be associated to the handpiece pushrod. Viscoelastic residues were observed in the cartridge tube and tip. No viscoelastics is observed at the loading zone. The reported issue was verified. Based on the evaluation, the cause of the damages on the cartridge could not be determined to be at the manufacturing process. Manufacturing records review: the manufacturing record and complaint history could not be reviewed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge looked damaged and that the doctor was worried it had scratched the intraocular lens (iol). There was patient contact. The iol was not inserted into the eye; only the cartridge had contact with the eye. There was no patient injury, incision enlargement or sutures. There was no significant delay in the procedure. Another lens of the same model and diopter was used. No additional information was provided to johnson and johnson surgical vision, inc.